Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the available information there were no negative consequences for the patient. The pin cutter shows no outwardly defects. The clamp arrived in three parts, pin, upper disc and lower disc. Used test -and analysis: microscope, digital camera. A visual inspection of the lower disc, especially the pin and its cutting edge. The lower disc exhibits a pin which was cut skewed and underneath the last rims, so the disc must came off. Furthermore performed some cutting tests with the pin cutter. The pin cutter worked properly without any problems. The detached implant and the pin - cutter in their incoming condition. The manufacturing documents have checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably usage related. The pin of the clamp was cut underneath the last fixation rim. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that after cutting pin, upper disk was loosened. No injury for patient was reported.